Event description:
The customer reported a black screen.

Manufacturer narrative:
(B)(4). The customer reported a black screen. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.